Event description:
It was reported that a burr detachment occurred. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the burr part of the rotalink was separated inside the patient. There was a resistance felt when removing the device. The device was recovered together with the wire and no fragments remained inside the body. There was no additional intervention done to remove the device. The procedure was completed with another of the same device. No patient complications reported.